Event description:
It is reported that a package labeled for a femoral distal augment block size 5mm contained a femoral distal augment block size 10mm.

Manufacturer narrative:
This report will be amended when our investigation is complete.